Event description:
It was reported that during a lobectomy procedure, the doctor felt a difficulty like there was no feedback in firing from the first firing. The firing trigger could not be grasped at the third stroke of the second firing. After that, there was no feedback when the trigger was grasped. The staples of the acral part on the deployed staple line were unformed. Reinforcement material was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Literature: reig e, abejon d. Spinal cord stimulation: a 20-year retrospective analysis in 260 patients. Neuromodulation. 2009; 12(3):232-239. Summary: this article presents a retrospective review of 260 patients treated with spinal cord stimulation implants for the treatment of pain from 1983-2002 from two centers, and were analyzed by pain type and group. Reportable event: one patient experienced severe infection with symptoms of meningism including headache and slight neck rigidity without nausea, vomiting, or high fever that was felt to be related to the implant. The system was explanted, due to the possibility of developing meningitis. The patient was treated with intravenous antibiotics. Following removal, the patient recovered without sequela. The patient continued under care at the pain unit. See literature article with MFR report # 2182207200907312.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
Date sent: 10/26/2009: antibackup the analysis found that one sc60 device was received with the 3-stroke indicator broken and with a green cartridge reload present. The cartridge was received partially fired. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The device achieved its complete 3-stroke firing sequence; however the firing mechanism was not working properly as the device was returning to the home position after the first stroke. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the condition of the internal components and the anti-backup spring and anti-backup plate were noted to be disengaged. This condition would not allow the engagement with the firing rod thereby preventing the plate from holding the rod after the first stroke. A batch record review was performed and no anomalies were found during the manufacturing process.